Event description:
On (B)(6) 2013, the reporter stated that a needle stick injury to the clinician's thumb occurred as a result of needle retraction failure on (B)(6) 2013. The needle stick injury occurred on the thumb of the clinician. The clinician required medical intervention, medications, as a result of the source being considered high risk. Ongoing medical intervention will be required for the clinician.

Manufacturer narrative:
No sample was received for evaluation. Unable to conduct complaint history check or device history review as lot number is unknown. Quality will continue to monitor on monthly trend reports.